Manufacturer narrative:
(B)(4). B5 describe event or problem. H2 additional information. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, data was provided for evaluation. The allegation was confirmed. The probable cause was determined to be the alerts were disabled and the app exceeding the limitation of the number of tasks allowed to run in the background. All alerts are disabled and the urgent low alert is estimated glucose values (egvs) not updating was found in connection to the reported allegation. The probable cause was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. No additional patient or event information was available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, around 9am, the patient was driving to work and passed out while driving. The patient reported never receiving an alert from his mobile app to notify him of his hypoglycemic state, nor did he feel any symptoms prior to losing consciousness. When the patient woke up, he was being treated with IV glucose by emergency medical services. His cgm value nor his bg meter reading were not reported at this time. While the patient was in transport to the emergency room (after treatment with IV glucose) the patient¿s bg meter reading was 200 mg/dl. The patient¿s wrist was also hurting because of the accident. At the ER, the patient could not recall his cgm or bg meter values. However, he was told his bg level was ¿normal¿, therefore, no further medication was provided to the patient. The patient also underwent an EKG (electrocardiogram). The patient was discharged from the ER after approximately 2 hours. The patient continued to wear the same sensor for the full 10-day session. The patient was ¿okay¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.